Manufacturer narrative:
Block h2: additional information: block b3 and b5. Block h6: problem code 1069 captures the reportable event of fiber break. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a lighttrail single use 270um laser fiber was used in a flexible ureteroscopy procedure in the ureter for a stone removal on an unknown date. Reportedly, the laser unit was an auriga 30 laser console. According to the complainant, during the procedure, the laser fiber broke when inserted into the ureteroscope. The procedure was completed with another lighttrail single use 270um laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. **additional information received on (B)(6), 2020** it was reported to boston scientific corporation on (B)(6), 2020 that a lighttrail single use 270um laser fiber was used in a flexible ureteroscopy procedure in the ureter for a stone removal on (B)(6), 2020.

Manufacturer narrative:
Date of event: approximated to (B)(6) 2020 based on the date the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a lighttrail single use 270um laser fiber was used in a flexible ureteroscopy procedure in the ureter for a stone removal on an unknown date. Reportedly, the laser unit was an auriga 30 laser console. According to the complainant, during the procedure, the laser fiber broke when inserted into the ureteroscope. The procedure was completed with another lighttrail single use 270um laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.